Event description:
The customer reported that the printer is leaving spots of ink on the paper, which led to an erroneous result released on an rh negative patient who was incorrectly categorized as rh positive. The patient was transfused with rh positive instead of rh negative blood and experienced a non-hemolytic transfusion reaction. Current condition of the patient is fine. Corrected reports have since been provided for the affected samples.

Manufacturer narrative:
Cts did a follow-up with the customer. The customer stated that the tech manually entered the results from the provue print- out into the hospital computer system. The print-out had a faint line of ink in the rh well. The provue interpretation was negative. However, the tech entered the result as rh positive. Cts second level support will have (B)(4) send the customer another (B)(4) printer (an exchange of (B)(4) printer for a new or refurbished (B)(4) printer via the equipment exchange process or repair by replacement). (B)(4). Provue service not needed.